Manufacturer narrative:
The qc recovery for (B)(6) -2021 included multiple outliers for both levels which were corrected by recalibration. The field service engineer (fse) replaced the potassium electrode, conditioned the ise tubing, and adjusted the parts for the mixing tower. The fse verified the instrument by performing ise checks, qc and calibrations with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 k result for one patient tested on a cobas integra 400 plus. The reporter received a deviation flag and stated that their ion-selective electrode (ise) was unstable. They changed the reagents and activated a number of times. The reporter released an initial potassium result of 5.8 mmol/l outside of the laboratory. This result was questioned by the physician, who also asked if the sample was hemolyzed. The same sample was then rerun on the same analyzer. The repeat result was 3.7 mmol/l. The repeat result was deemed to be correct. The potassium electrode lot number is 21503147. The expiration date was not provided.